Event description:
It was reported to philips that the battery (dom 19051-0042-p) for the device would no longer charge. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.